Manufacturer narrative:
As part of normal complaint f/u, an eval of the event has been initiated at mako surgical. Case session files were reviewed, and there is no evidence of a rio malfunction at this time. The implant plan was reviewed and while the medial aspect appeared slightly proud, the plan appeared acceptable. The surgeon stated that his recent series of patellofemoral pts have been doing better, since he adjusted his planning technique.

Event description:
The pt had rec'd a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2012. The pt experienced discomfort and stiffness in the joint. The surgeon performed a total knee revision procedure.